Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As such, the patient was unable to set the ipg into MRI mode. In turn, surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place wherein on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.